Event description:
A customer's mother reported via phone call indicating that the customer has experienced high blood glucose of 433 mg/dl. The mother was informed that the issue may be from the reservoir to the connector tubing, infusion set housing or the cannula. The mother declined troubleshooting the issue and stated that they will call back another time to troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.